Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the battery drawer is broken. The upper case is broken and the lower case is broken and contaminated. Four case screws are missing. Main pcb (printed circuit board), battery flex, and four pcb screws are contaminated/corroded. Interconnect flex found out of mechanical specification. (B)(4).

Event description:
It was reported that the external pulse generator had a broken case. The generator was returned to the manufacturer for service, analyzed and tested out of specification. There was no indication of any patient involvement associated with this event.